Manufacturer narrative:
The field service engineer changed the reagent probes, the whole valve block, the main pump, and the gear pump head. Precision testing was performed and was acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). Phone was provided as (B)(6).

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for two samples from one patient on the cobas 6000 c501 module. Sample 1 initial result was 0.4 mg/dl and the repeat result was 1.0 mg/dl. Sample 2 initial result was 2.7 mg/dl and the repeat result was 1.8 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.